Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited a low impedance warning. A possible fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.